Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandfather reported that the customer went to the hospital for high blood glucose. The blood glucose reading was 600 mg/dl. The customer had woken up and started vomiting. Customer's grandfather stated that something was wrong with the insulin pump as they had already done troubleshooting for this issue. Nothing further was reported.